Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was found with "syringes to be cosmetically defective.there was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that with use a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was found with "syringes to be cosmetically defective. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: 82 loose 10ml syringes were received in two ziploc bags reported to be from batch #7324952 (p/n 309605). They were visually evaluated. 15 samples were found to have rolled scale, 15 samples were found to have blurred scale, 52 samples were found to have rolled scale with thin faint ink rings between 4ml and 6ml grad lines. The print defects observed are minor and cosmetic, however would require in-process adjustments. Print quality on all of the samples was rated as acceptable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause for cosmetic print defects observed is associated with the printing process. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7324952. Investigation conclusion: since the defects observed are within the acceptable limits, no corrective actions are necessary.